Manufacturer narrative:
It was reported from a literature review from b.m. Sephton et al., 2019, on "predictors of extended length of stay after unicompartmental knee arthroplasty" that the patient had a superficial wound infection that was settled with 5 days of antibiotics. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Per the senior author, none of the complications were implant related and were as the article implied, procedure related. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
The purpose of the study was to identify factors that independently predict extended length of stay after unicompartmental knee arthroplasty (uka) surgery (defined as length of stay longer than 3 days), and to identify factors predicting early post-operative complications. One of the patients that was operated with robotic (navio) technique had cellulitis, which was settled with antibiotics. The patients have accuris implants and they are still implanted.